Event description:
It was reported by the sales rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon fired the er320 and a crunching sound was heard. That device was removed from the pt and another er320 was used to complete the case. After the case, the or staff inspected first device and noted metal piece missing. Pt was x-ray'd and it was confirmed there is a metal piece in abdomen. Surgeon elected not to re-open pt to remove. 10/21/1998 medwatch, received from account stating "ercp stapler used during laparoscopy cholecystectomy was missing small metal end when stapler was removed from pt. Physicians were notified. Flat plate x-ray of abdomen taken in pacu-item identified on x-ray by radiologist."